Manufacturer narrative:
Batch review performed on 07 february 2019: lot 1851974: (B)(4) items manufactured and released on 02-aug-2018. No anomalies found related to the problem. To date, no other similar event has been reported on this lot. Additional component involved: cup: versafitcup cc trio 01.26.45.0046 acetabular shell cc trio ø 46 (k103352), lot 185442: 80. Items manufactured and released on 19-sep-2018. Expiration date: 2023-09-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Visual inspection performed by r&d project manager: during the visual inspection the terminal has been unscrewed from the cup using a production jaw with minimal torque. Analyzing the terminal it is visible that the balinit-c coating on the threaded part is scratched and also on the cup some scratches are present. It is possible that during the impaction the balinit-c coating has been detached and this caused the screw fixation on the cup.

Event description:
During the surgery the terminal for cup impaction remained blocked in the cup. The surgeon didn't have the 01.15.10.0293 screwdirver with t-handle to remove the terminal from the cup; he tried to release the adapter for about 10 minutes. Finally the surgeon used a back-up implant and instrument completing successfully the surgery.